Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented for follow-up. There was a single vf episode that appears to be external emi noise. The noise is visible on all three channels at once. The device begins charging but then aborts once the noise ceases. The patient noted using a chainsaw at the time. The patient has been advised not to use a chainsaw any longer. The patient will continue to be followed normally.